Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the drill bit broke and flew out of the handpiece while the scrub tech was holding it to clean it. Scrub tech accidentally turned on the drill and it's a high-speed handpiece. There was no drill guide attached at the time causing the drill bit to spin rapidly and bend, which caused the drill bit to break. It then ejected from the handpiece, hit the overhead light fixture above the patient, ricocheted off there, and hit my head. The puncture in my scalp is the diameter of the drill bit, 1.1 mm. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - drill (part#: unknown, lot#: unknown, quantity#:1 ). Unk - powered drivers/handpieces (part#: unknown, lot#: unknown, quantity#:1). This report is for one (1) 1.1 drill bit/k-wire attchmt thrd h/70. (B)(4).